Event description:
When the nurse injected the insulin into the patient's upper arm, the needle broke. The physician was unable to feel or see the needle so they ordered a CT (computerized tomography) scan of upper arm. The scan showed the needle embedded in the deep subcutaneous tissue.